Manufacturer narrative:
This case is the same case as MDR ID# 3011632150-2019-00014. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the bionomics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the webtrader production account registration process. This is the first opportunity to file this MDR following access to the webtrader production account.

Event description:
This case is the same case as MDR ID# 3011632150-2019-00014. The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At the index procedure ((B)(6) 2018) the patient presented with a de-novo occlusion located in the right mid to distal superficial femoral artery (sfa). The target lesion presented with a proximal and distal reference vessel diameter of 6.0 mm, 150 mm in length, and 80% stenosed with grade 2 calcification. Pre-dilatation was not performed. Two 7.0 x 100 mm bionomics 3d stents were implanted. Post-dilatation was performed using a 6.0 x 80 mm percutaneous transluminal angioplasty (pta) balloon. On (B)(6) 2018 the patient presented with restenosis of the treated vessel (target lesion related), and on (B)(6) 2018 percutaneous intervention was performed (drug-coated balloon). The event was reported as resolved on (B)(6) 2018. The devices remain implanted.